Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem would not power on. Upon evaluation, the charger had an intermittent bga connection at pld component u1003 and pxa component u104 on the computer/analog board. Additionally, contamination was discovered on the battery board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. The root cause for the contamination was ingress of an unknown liquid. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on 4/16/2013. Implementation began on 5/9/13. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.